Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. Product received and awaiting evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned depth gauge (lot 7024504) was manufactured on august 2012 and is 2 years old. The depth gauge was received assembled. The needle is broken off the graduated body. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge stays intact when the device is held vertically. There are multiple nicks and scratches on the device consistent with normal use. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard (B)(4), which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to the relevant drawing. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process or use could have led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis additional narrative: a review of the service history review was performed for lot# 7024504. No service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. An additional evaluation was performed. The customer reported the probe broke off during cleaning. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to the service and repair department that the silver depth probe for the black shaft broke at the base during cleaning. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report 1 of 1 for (B)(4).